Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 475 mg/dl and a correction bolus was delivered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer was to change the infusion set site.